Event description:
It was reported that patient underwent a total shoulder arthroplasty in 2004. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a loosened glenoid. The glenoid and humeral head were reported to have been removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown; date implanted - 2004, exact date is unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown.